Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a rise in high out of range shock impedance measurements of greater than 125 ohms. All other sensing and pacing values were in acceptable range. No changes have been made and the crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a rise in high out of range shock impedance measurements of greater than 125 ohms. All other sensing and pacing values were in acceptable range. No changes have been made and the crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. Out-of-range impedance alerts are not necessarily indicative of a lead system problem. Rather, they are a prompt that the lead/shock impedance value has moved outside of the typical operating range.